Manufacturer narrative:
The involved tego devices were discarded. The exact cause(s) of these event(s) /product issue are unknown. Device not returned.

Event description:
Complaint received reporting flow/air in the lines with use of unspecified dialysis set-ups where d1000 tego connectors, lot# 3255850 were in use. The initial information received reports intermittent events occurring in (B)(6) where "..tego port protectors that seem to be defected. They are allowing a micro air-leak for our dialysis patients during treatments ..." The involved devices were removed, replaced and discarded. There were no reported adverse patient consequences.